Event description:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted. The recipient will be reimplanted once infection resolves.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any specing. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. However, this device failed lock test. This is believed to have been induced during revision surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.